Event description:
Additional information was received regarding a post operative condition. Sales representative reported that a patient was presented 3 weeks post-op with a "staph epidermis". It was confirmed that the doctor took out the endobutton. The patient was treated with oral and IV antibiotics. The patient was cleared of the infection.

Manufacturer narrative:
No device returned for evaluation.